Event description:
A reprt was received that the patient underwent a pocket revision procedure. The patient's pocket was moved to provide better comfort and chargability. The patient is reportedly doing well following the procedure.